Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat calcified lesion in the left superficial femoral artery (sfa). The 5.50x150mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed however did not detach from the ses. The ses was pulled back into the sheath for removal however the nose cone separated in the sheath. Eventually both ses, stent, nose cone, and sheath were removed while maintaining wire access. A replacement supera was deployed without issue and a good result was obtained. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.